Event description:
It was reported to manufacturer that the vns pt began experiencing a sudden onset of painful stimulation in the neck and felt like the device was constantly "firing". The pt went to the emergency room due to the event and the magnet was used to temporarily disable stimulation, which relieved the pain. The physician saw the pt later that same day and both system and normal mode diagnostic tsts revealed normal device function. The device output current was decreased and the pt was still not able to tolerate the stimulation. The device was subsequently turned off. A battery life calculation was performed and revealed that there was approximately 1.3 years remaining until end of service. The physician has referred the pt to a surgeon for generator replacement.